Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: b5, d1, d4, h1: follow-up reports are being submitted to comply with FDA directives that there should be one product code per report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report summarizes <noe> 1 </noe> malfunction events involving a total of 2 actual devices for broken screws. Patient¿s demographics were provided for some of the events as follows: patient¿s age range 69 years old; patient¿s weight range ¿ unknown pounds; gender ¿ 0 female, 1 male, and 0 unknown.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: b5, d1, d4, h1: follow-up reports are being submitted to comply with FDA directives that there should be one product code per report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report summarizes <noe> 1 </noe> malfunction events involving a total of 1 actual devices for broken screws. Patient¿s demographics were provided for some of the events as follows: patient¿s age range unknown years old; patient¿s weight range ¿ unknown pounds; gender ¿ 0 female, 0 male, and 1 unknown.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. B5, d1, d4, h1: follow-up reports are being submitted to comply with FDA directives that there should be one product code per report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report summarizes malfunction events involving a total of 1 actual devices for broken screws. Patient¿s demographics were provided for some of the events as follows: patient¿s age range unknown years old. Patient¿s weight range ¿ unknown pounds. Gender ¿ 0 female, 0 male, and 1 unknown.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. : follow-up reports are being submitted to comply with FDA directives that there should be one product code per report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report summarizes <noe> 1 </noe> malfunction events involving a total of 1 actual devices for broken screws. Patient¿s demographics were provided for some of the events as follows: patient¿s age range 54 years old patient¿s weight range ¿ 136 kgs gender ¿ 0 female, 1 male, and 0 unknown.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: b5, d1, d4, h1: follow-up reports are being submitted to comply with FDA directives that there should be one product code per report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report summarizes <noe> 1 </noe> malfunction events involving a total of 1 actual devices for broken screws. Patient¿s demographics were provided for some of the events as follows: patient¿s age range unknown years old patient¿s weight range ¿ unknown pounds gender ¿ 0 female, 0 male, and 1 unknown

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. B5, d1, d4, h1: follow-up reports are being submitted to comply with FDA directives that there should be one product code per report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report summarizes malfunction events involving a total of 1 actual devices for broken screws. Patient¿s demographics were provided for some of the events as follows: patient¿s age range unknown years old. Patient¿s weight range ¿ unknown pounds. Gender ¿ 0 female, 0 male, and 1 unknown.

Event description:
This report summarizes malfunction events involving a total of 4 actual devices for broken screws. Patient¿s demographics were provided for some of the events as follows: patient¿s age range unknown years old. Patient¿s weight range ¿ unknown pounds. Gender ¿ 0 female, 0 male, and 1 unknown.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. B5, d1, d4, h1: follow-up reports are being submitted to comply with FDA directives that there should be one product code per report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. B5, d1, d4, h1: follow-up reports are being submitted to comply with FDA directives that there should be one product code per report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report summarizes malfunction events involving a total of 1 actual devices for broken screws. Patient¿s demographics were provided for some of the events as follows: patient¿s age range unknown years old. Patient¿s weight range ¿ unknown pounds. Gender ¿ 0 female, 0 male, and 1 unknown.

Event description:
This report summarizes malfunction events involving a total of 1 actual devices for broken screws. Patient¿s demographics were provided for some of the events as follows: patient¿s age range unknown years old. Patient¿s weight range ¿ unknown pounds. Gender ¿ 0 female, 0 male, and 1 unknown.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. B5, d1, d4, h1: follow-up reports are being submitted to comply with FDA directives that there should be one product code per report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. B5, d1, d4, h1: follow-up reports are being submitted to comply with FDA directives that there should be one product code per report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report summarizes malfunction events involving a total of 6 actual devices for broken screws. Patient¿s demographics were provided for some of the events as follows: patient¿s age range 22 - unknown years old. Patient¿s weight range ¿ 65 - unknown kgs. Gender ¿ 0 female, 2 male, and 4 unknown.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. B5, d1, d4, h1: follow-up reports are being submitted to comply with FDA directives that there should be one product code per report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report summarizes malfunction events involving a total of 2 actual devices for broken screws. Patient¿s demographics were provided for some of the events as follows: patient¿s age range unknown years old. Patient¿s weight range ¿ unknown pounds. Gender ¿ 0 female, 0 male, and 2 unknown.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: b5, d1, d4, h1: follow-up reports are being submitted to comply with FDA directives that there should be one product code per report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report summarizes <noe> 1 </noe> malfunction events involving a total of 1 actual devices for broken screws. Patient¿s demographics were provided for some of the events as follows: patient¿s age range unknown years old. Patient¿s weight range ¿ unknown pounds. Gender ¿ 0 female, 0 male, and 1 unknown.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: follow-up reports are being submitted to comply with FDA directives that there should be one product code per report. Additional reported screw lot numbers: 60p7752, 59p2788, 60p7737. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report summarizes malfunction events involving a total of 1 actual devices for broken screws. Patient¿s demographics were provided for some of the events as follows: patient¿s age range unknown years old. Patient¿s weight range ¿ unknown pounds. Gender ¿ 0 female, 0 male, and 1 unknown.

Event description:
This report summarizes malfunction events involving a total of 1 actual devices for broken screws. Patient¿s demographics were provided for some of the events as follows: patient¿s age range unknown years old. Patient¿s weight range ¿ unknown pounds. Gender ¿ 0 female, 0 male, and 1 unknown.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: follow-up reports are being submitted to comply with FDA directives that there should be one product code per report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: follow-up reports are being submitted to comply with FDA directives that there should be one product code per report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report summarizes malfunction events involving a total of 1 actual devices for broken screws. Patient¿s demographics were provided for some of the events as follows: patient¿s age range unknown years old. Patient¿s weight range ¿ unknown pounds. Gender ¿ 0 female, 0 male, and 1 unknown.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: of the 57 devices reported 13 devices were received for evaluation. Additional reported screw part numbers: 02.130.211: quantity 1; 02.130.212: quantity 1; 02.130.213: quantity 1; 02.214.111: quantity 1; 04.211.040s: quantity 1; 04.228.517: quantity 1; 04.503.104.01c: quantity 2; 04.503.104.01s: quantity 1; 04.503.104.04s: quantity 2; 04.503.105.01c: quantity 12; 04.503.508.01: quantity 2; 04.511.205.04c: quantity 1; 201.932: quantity 1; 201.932e: quantity 1; 202.212: quantity 1; 202.874s: quantity 1; 202.88: quantity 1; 202.886: quantity 1; 204.695: quantity 1; 204.828: quantity 2; 204.83: quantity 1; 204.84: quantity 1; 207.642: quantity 1; 207.736: quantity 1; 214.550: quantity 1; 214.838: quantity 3; 400.834: quantity 1; 400.834s: quantity 3; 404.816s: quantity 1; 416.07: quantity 1; unk - screws: 4.0 mm cannulated: quantity 1; unk - screws: locking: trauma: quantity 2; unk - screws: matrixmandible: quantity 1; unk - screws: trauma: quantity 2; vs402.054: quantity 1; vs402.056: quantity 1; 02.200.024: quantity 1; 04.214.111: quantity 1; 04.214.112: quantity 2; 04.214.115: quantity 1; 04.210.120s: quantity 1; 04.503.226.01c: quantity 1 device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: b5, d1, d4, h1: follow-up reports are being submitted to comply with FDA directives that there should be one product code per report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report summarizes <noe> 1 </noe> malfunction events involving a total of 1 actual devices for broken screws. Patient¿s demographics were provided for some of the events as follows: patient¿s age range unknown years old. Patient¿s weight range ¿ unknown pounds. Gender ¿ 0 female, 0 male, and 1 unknown.

Event description:
This report summarizes <noe> 33 </noe> malfunction events involving a total of 47 actual devices for broken screws. Patient¿s demographics were provided for some of the events as follows: patient¿s age range 21-88 years old. Patient¿s weight range ¿ 65 to 298 pounds. Gender ¿ 7 female, 5 male, and 21 unknown.

Event description:
This report summarizes <noe> 1 </noe> malfunction events involving a total of 1 actual devices for broken screws. Patient¿s demographics were provided for some of the events as follows: patient¿s age range unknown years old. Patient¿s weight range ¿ unknown pounds. Gender ¿ 0 female, 0 male, and 1 unknown.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. B5, d1, d4, h1: follow-up reports are being submitted to comply with FDA directives that there should be one product code per report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report summarizes <noe> 3 </noe> malfunction events involving a total of 6 actual devices for broken screws. Patient¿s demographics were provided for some of the events as follows: patient¿s age range 21-30 years old; patient¿s weight range ¿ unknown pounds; gender ¿ 2 female, 0 male, and 1 unknown.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: b5, d1, d4, h1: follow-up reports are being submitted to comply with FDA directives that there should be one product code per report. Additional reported screw lot numbers: 64p8817. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report summarizes <noe> 1 </noe> malfunction events involving a total of 1 actual devices for broken screws. Patient¿s demographics were provided for some of the events as follows: patient¿s age range unknown years old; patient¿s weight range ¿ unknown pounds; gender ¿ 0 female, 0 male, and 1 unknown.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: b5, d1, d4, h1: follow-up reports are being submitted to comply with FDA directives that there should be one product code per report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report summarizes <noe> 1 </noe> malfunction events involving a total of 1 actual devices for broken screws. Patient¿s demographics were provided for some of the events as follows: patient¿s age range 25 years old. Patient¿s weight range ¿ 298 pounds. Gender ¿ 1 female, 0 male, and 0 unknown.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: b5, d1, d4, h1: follow-up reports are being submitted to comply with FDA directives that there should be one product code per report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report summarizes <noe> 1 </noe> malfunction events involving a total of 1 actual devices for broken screws. Patient¿s demographics were provided for some of the events as follows: patient¿s age range 63 years old; patient¿s weight range ¿ unknown pounds; gender ¿ 1 female, 0 male, and 0 unknown.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. B5, d1, d4, h1: follow-up reports are being submitted to comply with FDA directives that there should be one product code per report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report summarizes <noe> 1 </noe> malfunction events involving a total of 1 actual devices for broken screws. Patient¿s demographics were provided for some of the events as follows: patient¿s age range 25 years old. Patient¿s weight range ¿ 298 pounds. Gender ¿ 1 female, 0 male, and 0 unknown.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H1: follow-up reports are being submitted to comply with FDA directives that there should be one product code per report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: b5, d1, d4, h1: follow-up reports are being submitted to comply with FDA directives that there should be one product code per report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report summarizes <noe> 1 </noe> malfunction events involving a total of 2 actual devices for broken screws. Patient¿s demographics were provided for some of the events as follows: patient¿s age range unknown years old; patient¿s weight range ¿ unknown pounds; gender ¿ 0 female, 0 male, and 1 unknown.

Event description:
This report summarizes <noe> 1 </noe> malfunction events involving a total of 1 actual devices for broken screws. Patient¿s demographics were provided for some of the events as follows: patient¿s age range 61 years old; patient¿s weight range ¿ unknown pounds; gender ¿ 0 female, 0 male, and 1 unknown.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: b5, d1, d4, h1: follow-up reports are being submitted to comply with FDA directives that there should be one product code per report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report summarizes <noe> 1 </noe> malfunction events involving a total of 1 actual devices for broken screws. Patient¿s demographics were provided for some of the events as follows: patient¿s age range 88 years old; patient¿s weight range ¿ unknown pounds; gender ¿ 1 female, 0 male, and 0 unknown.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: b5, d1, d4, h1: follow-up reports are being submitted to comply with FDA directives that there should be one product code per report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. B5, d1, d4, h1: follow-up reports are being submitted to comply with FDA directives that there should be one product code per report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report summarizes <noe> 1 </noe> malfunction events involving a total of 1 actual devices for broken screws. Patient¿s demographics were provided for some of the events as follows: patient¿s age range 63 years old. Patient¿s weight range ¿ unknown pounds. Gender ¿ 1 female, 0 male, and 0 unknown.

Event description:
This report summarizes <noe> 1 </noe> malfunction events involving a total of 2 actual devices for broken screws. Patient¿s demographics were provided for some of the events as follows: patient¿s age range 26 years old. Patient¿s weight range ¿ unknown pounds. Gender ¿ 0 female, 1 male, and 0 unknown.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. B5, d1, d4, h1: follow-up reports are being submitted to comply with FDA directives that there should be one product code per report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. B5, d1, d4, h1: follow-up reports are being submitted to comply with FDA directives that there should be one product code per report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report summarizes <noe> 1 </noe> malfunction events involving a total of 2 actual devices for broken screws. Patient¿s demographics were provided for some of the events as follows: patient¿s age range 41 years old. Patient¿s weight range ¿ unknown pounds. Gender ¿ 1 female, 0 male, and 0 unknown.

Event description:
This report summarizes <noe> 1 </noe> malfunction events involving a total of 1 actual devices for broken screws. Patient¿s demographics were provided for some of the events as follows: patient¿s age range unknown years old. Patient¿s weight range ¿ unknown pounds. Gender ¿ 0 female, 0 male, and 1 unknown.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: b5, d1, d4, h1: follow-up reports are being submitted to comply with FDA directives that there should be one product code per report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Of the 57 devices reported 8 devices were received for evaluation. Additional reported screw part numbers: 02.130.211: quantity 1; 02.130.212: quantity 1; 02.130.213: quantity 1; 02.214.111: quantity 1; 04.211.040s: quantity 1; 04.228.517: quantity 1; 04.503.104.01c: quantity 2; 04.503.104.01s: quantity 1; 04.503.104.04s: quantity 2; 04.503.105.01c: quantity 12; 04.503.508.01: quantity 2; 04.511.205.04c: quantity 1; 201.932: quantity 1; 201.932e: quantity 1; 202.212: quantity 1; 202.874s: quantity 1; 202.88: quantity 1; 202.886: quantity 1; 204.695: quantity 1; 204.828: quantity 2; 204.83: quantity 1; 204.84: quantity 1; 207.642: quantity 1; 207.736: quantity 1; 214.550: quantity 1; 214.838: quantity 3; 400.834: quantity 1; 400.834s: quantity 3; 404.816s: quantity 1; 416.07: quantity 1; unk - screws: 4.0 mm cannulated: quantity 1; unk - screws: locking: trauma: quantity 2; unk - screws: matrixmandible: quantity 1; unk - screws: trauma: quantity 2; vs402.054: quantity 1; vs402.056: quantity 1. Additional reported screw lot numbers: 45p6267; 1061968; 55p9986; h871186; 5l90101; 5l37617; 59p1329; 5l57518; 22p2546; 34p3123; 7l06500; l948647; 6l94650; 2316000; l476897. Additional reported screw UDI numbers: (B)(4); unknown part number, UDI unavailable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report summarizes <noe> 39 </noe> malfunction events involving a total of 57 actual devices for broken screws. 3 events occurred preoperatively, 32 events occurred intraoperatively, and 4 occurred postoperatively by use of a healthcare professional. Patient¿s demographics were provided for some of the events as follows: patient¿s age range 20-61 years old. Patient¿s weight range ¿ 111 to 154 pounds. Gender ¿ 4 female, 9 male, and 25 unknown.